Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm and moisture damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the entire lcd display was flashing white on screen. Upon further review of the interior of the unit, there were traces of corrosion on electrical board around the aa battery connector and on the back of the lcd display. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify error 35 alarm due to the display anomaly. Device had cracked case (battery tube). The device p-cap / test reservoir locks in place properly.